Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed under non-general anesthesia. A watchman trusteer access system (was) was inserted and a pigtail catheter advanced to the left atrium (la). The la pressure was 1, so there was no bleed back on the was, so the was was aspirated right away, and then wet-to-wet connection was made with a 24 mm watchman flx pro closure device and delivery system (wds). The wds was inserted and during deployment, st segment elevation and hypotension was observed. No air was visualized on intracardiac echocardiogram (ice) imaging. The st segment elevation self-resolved and the patient went into atrioventricular block, which also self-resolved. The closure device was implanted, and the procedure was concluded with the patient expected to fully recover. The patient stats returned to baseline before leaving the procedure room. The physician suspected the st segment elevation may have been caused by the lack of bleed back from the was, and although air was never visualized, it was assumed air entered the la.